Event description:
The customer complains that the abl825 randomly gives na values about 10 mmol/l higher than expected without any error messages. Normal values are seen after rerun. The ca results are also sometimes reported too high. The problem has only been seen in 95ul mode and was registered the first time on (B)(6) 2013. To prevent further errors all electrolytes have been locked on this instrument.

Manufacturer narrative:
The instrument was installed 12/15/2012 and the first problem was seen on (B)(4) 2013 (sample no. (B)(4)). No changes have been made to the instrument at that time according to the field service engineer. When the same problems later occurred on other samples, it was determined to do a full yearly maintenance. However, the problem still occurs after the maintenance (on random samples on 95 ul mode). Both the ref. Membrane and ref. Electrode have been changed, but this has not eliminated the problem. Data logs from the instrument have been received and will be investigated.